Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had tachycardia zones programmed to 120 with anti-tachycardia pacing (atp) only, the ventricular tachycardia zone was programmed at 150 with atp and shock therapy, and the ventricular fibrillation (vf) zone was programmed at 200 with quickconvert and shock therapy. It was noted the patient had some phrenic nerve stimulation and was resolved when programmed in the left ventricular (lv) tip to right ventricular (rv) coil configuration. The patient went into ventricular tachycardia during an interrogation and "at inhibit" was displayed under therapies for the vt one zone. The patient was symptomatic during this episode. A commanded atp was delivered which converted the patient. The physician programmed onset/stability on for detection enhancements. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.